Event description:
As reported, before use in patient, a small hole was noticed in the primary packaging of this fogarty hydrajaw clamp insert set. There was no allegation of patient injury. The device was available for evaluation. Patient demographics not available, since the product was not used on any patient.

Manufacturer narrative:
Initially 9 units from the same lot number were reported with the same issue and the medwatch was submitted under reference (B)(4). As received, 5 of these units were confirmed to have the reported failure. Therefore, each device is being reported separately under medwatch references: (B)(4). The device was received for evaluation, however the investigation is still on-going. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d4 (UDI), h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The product was received for evaluation. The report of small hole in packing was confirmed. Package was received sealed. Tyvek cover was noticed punctured in two locations. Lab findings were aligned to the customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation at the manufacturing site, a cause for this failure was not able to identified and the defect could not be replicated. With the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore, no root cause could be established. There is total of five (5) complaints reported and confirmed with the reported issue of perforated tyvek, these complaints are from the same hospital. Initially customer reported 9 units from the same lot number presenting the same reported failure (reported under report ID: 2015691-2024-03678), however based on the evaluation of the returned units, 5 units were confirmed to be defective. For the other 4 no defect could be observed. The 5 units presenting the reported issue were finally reported individually, one medwatch for each device, under report ids 2015691-2024-03678, 2015691 2024 03871, 2015691-2024-03872, 2015691-2024-03873, 2015691-2024-03874 (registered as manufacturer ref 2024-10281-01, 2024-10281-02, 2024-10281-03, 2024-10281-04 and 2024-10281-05, respectively). The 4 units where no defect was found are no longer considered as reportable incidents.